Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and haemorrhage ("blood or heart disorder/ condition : chronic blood loss") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia and ovarian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, 6 months 27 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2006, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2006, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish") and anaemia ("chronic anemia"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications from the essure device.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving and the haemorrhage, menstrual disorder, vaginal infection, bacterial vaginosis, depression, anxiety and anaemia outcome was unknown. The reporter considered anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia,anxiety. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received an events " vaginal infection, depression, mental anguish, chronic anemia, dysmenorrhea (cramping), chronic blood loss" are added. Outcome of event " pain, bleeding, cramping" are recovering. Patient information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia and ovarian cyst. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications from the essure device.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia and bacterial vaginosis outcome was unknown. The reporter considered bacterial vaginosis, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia. Most recent follow-up information incorporated above includes: on 24-apr-2018: pfs+mr received, reporter added, patient demographics added, evnets addedaas:- vaginal hameorrhage, menorrhagia, bacterial vaginosis. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia and ovarian cyst. Concomitant products included ibuprofen from 2005 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 6 months 27 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2006, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced haemorrhage ("blood or heart disoder/ condition : chronic blood loss"), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), anaemia ("chronic anemia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications from the essure device.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the haemorrhage, menstrual disorder, vaginal infection, bacterial vaginosis, depression, anxiety, anaemia, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the menorrhagia and dysmenorrhoea was resolving. The reporter considered anaemia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Treatment was received for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, anemia and ovarian cyst. Concomitant products included ibuprofen from 2005 to 2015. On (B)(6)2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 6 months 27 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6)2006, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced haemorrhage ("blood or heart disorder/ condition : chronic blood loss"), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), anaemia ("chronic anemia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications from the essure device.). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the haemorrhage, menstrual disorder, vaginal infection, bacterial vaginosis, depression, anxiety, anaemia, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the menorrhagia and dysmenorrhoea was resolving. The reporter considered anaemia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, haemorrhage, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Treatment was received for pain, abnormal bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder or urinary problems, bladder infection, uti and vaginal discharge were added. Outcome of events vaginal hemorrhage and pelvic pain were changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abnormal uterine bleeding, anemia, ovarian cyst, dysmenorrhea, lower abdominal pain, fibroids and anemia. Concomitant products included ibuprofen from 2005 to 2015. On (B)(6) 2005, the patient had essure (ess205) inserted. On 1-nov-2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)"), 6 months 27 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2006, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced haemorrhage ("blood or heart disoder/ condition : chronic blood loss"), menstrual disorder ("menstruation issues"), depression ("depression"), anxiety ("mental anguish"), anaemia ("chronic anemia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications from the essure device.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved, the haemorrhage, menstrual disorder, vaginal infection, bacterial vaginosis, depression, anxiety, anaemia, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the heavy menstrual bleeding and dysmenorrhoea was resolving. The reporter considered anaemia, anxiety, bacterial vaginosis, bladder disorder, cystitis, depression, dysmenorrhoea, haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Treatment was received for pain, abnormal bleeding and bladder/urinary problems. There was 11 coils extending from the right ostial opening. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: menorrhagia,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter's information added.medical history were added. Rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy due to complications from the essure device.). Essure (ess205) was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.